Event description:
Sheath was inserted w/o difficulty into left femoral artery. During insertion of iab through sheath, drops of blood appeared at "basal part of balloon." Iab was immediately exchanged w/o difficulty. There were no reported pt complications.